Manufacturer narrative:
The investigation determined that lower than expected psa quality control results were obtained from using vitros psa reagent on a vitros eci immunodiagnostic system. The most likely assignable cause for the event is instrument related, as a within-run precision test was outside of ortho clinical diagnostic guidelines, indicating the vitros eci system was not performing as intended. The ortho field engineer performed service actions and the post service within-run precision was acceptable. In addition, following service actions acceptable quality control performance was obtained using vitros psa reagent.

Event description:
The customer observed lower than expected psa quality control results (psa= 17.4, 17.7, 17.6, 17.3 versus expected 23.9 ng/ml) from a non-vitros control fluid processed using vitros psa reagent on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros psa results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).